Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. The patient effects of ischemia, unspecified infection and pseudoaneurysm are listed in the electronic proglide instructions for use, as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of procedure estimated as (B)(6) 2023. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled: "specific patient information is documented as unknown. Details are listed in the attached article, "assessment of safety and effectiveness after percutaneous closure for decannulation of veno-arterial extracorporeal membrane oxygenation: a systematic review and meta-analysis."

Event description:
This study compared the results of multiple veno-arterial extracorporeal membrane oxygenation (va-ECMO) procedures using proglide devices. The intention of this study was to compare the vascular complications of proglide devices in va-ECMO procedures via data analysis. The rate of vascular complications were low; however for proglide, included the following: unknown failures, acute limb ischemia, infection, and pseudoaneurysm requiring the use of unspecified treatment. The article concluded that the proglide device was a safe and effective method of achieving hemostasis for va-ECMO procedures. Specific patient information is documented as unknown. Details are listed in the attached article, "assessment of safety and effectiveness after percutaneous closure for decannulation of veno-arterial extracorporeal membrane oxygenation: a systematic review and meta-analysis."